Event description:
Provider states the wheel lock extensions broke.

Manufacturer narrative:
(B)(4) issued mfg report #3002416487-2013-00022. The manufacturer name filed as invacare (B)(4) is corrected to invacare (B)(4). Also, manufacturer in was filed as invacare (B)(4) has been corrected to invacare (B)(4).